Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "patient sensitivity to materials/ mechanical and /or chemical responses from the patient". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the customer said the intermittent catheter was inferior to the previously used catheter 53814g. They had developed two infections with the current product. They had been told that the previous product was no longer available or being made. Per follow up via phone on (B)(6) 2023, it was reported that patient currently had a urinary tract infection and they were going to the doctor's office today for prescription.